Event description:
The customer reported that during a ladg oozing occurred. The surgeon was working on the omentum majus and the a. Gastrica sinstra's bifurcation. The oozing occurred a few minutes after sealing was completed.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. We have communicated with our covidien rep in (B) (4) and requested they meet with the surgeon regarding safe and effective use of vessel sealing technology.